Event description:
Caller reported a continuous glucose monitor (cgm) error issue. There was no adverse impact to the customer's blood glucose level. After receiving assistance from technical support and following the instructions for a pump reset, the caller was able to successfully start their sensor session without encountering the error again.